Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: mustang device - 6x4x75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified vessel in the left forearm. A 6.0 x 40mm, 40cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 10 atmospheres, the balloon tupured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified vessel in the left forearm. A 6.0 x 40mm, 40cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.